Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported the entire screen showed red or green tones from device startup, and some areas looked greenish and areas that looked pinkish, and overall, the colors were abnormal during an unspecified diagnostic procedure involving an olympus video system center. There was no patient injury reported.